Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the insulin pump had cosmetic damage and the reservoir compartment locking mechanism was broken off. Customer's blood glucose level was unknown. Device will not be returned for analysis.